Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, (new lot) inratio: 1.5, (old lot); (B)(6) 2013 1.1, (old lot) inratio: 2.1. Pt self tester tested using the new lot in the morning and the old lot in the afternoon; a few hours apart. Pt changed their warfarin dose based on the low results from (B)(6) 2013. Pt states that the inratio strips he received may have been frozen. Pt also reports having difficulty obtaining a sample, holding the meter while testing, and milking the finger. Pt irregularly has leafy greens and does not monitor their diet closely.